Event description:
The customer tested her blood glucose and rec'd a reading of 20 mg/dl. She retested and rec'd a reading of 127 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The customer used the last test strip in the bottle, so no product will be returned for eval.